Event description:
It was reported that the deep brain stimulation (dbs) patient suspects that the implantable pulse generator (ipg) has depleted prematurely, as the ipg lasted for one year due to high energy settings. There has been no report of medical or surgical intervention at this time.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Detailed product information was not provided to bsc. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) number and other product specific information. If additional details become available, a supplemental report will be submitted.